Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0lcex, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0lf52, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported they were unable to adjust stimulation. There was a ¿call your doctor¿ icon and an out of regulation (oor) condition. The patient¿s therapy was good and it was working well. Additional information received reported the cause of the event was an oor message that was a result of the programmed settings and a short circuit between the programmed contacts. The physician changed the programmed contacts to avoid the short circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.